Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of improper peel-apart sheath separation is confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one photograph which depicted a 5.0fr microintroducer peel-apart sheath. The depicted portion of the device included the finger tabs, which had been separated. A catheter was inserted through the sheath. A ring of red plastic remained around the catheter shaft following the separation. The ring of plastic remaining around the catheter following finger tab separation would prevent complete removal of the sheath during the catheter insertion process. The incomplete break appeared to be related to device manufacture and the provided photograph has been forwarded to the manufacturing site for further evaluation. Review at the manufacturing site could not conclude a specific root cause within the manufacturing process. It was determined that this event was a rare occurrence and no additional action was required at this time.

Event description:
It was reported when the dilator was broken, it stuck to the body of the catheter, causing another event in its total removal. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported when the dilator was broken, it stuck to the body of the catheter, causing another event in its total removal. No other information was provided.